Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the vulcan footswitch had an error of foot switch stuck on. It is unknown when the event occurred relative to surgery. The procedure was completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). B5: event description updated. H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. After re-analyzing the information as reported there is only a confirmation about an error message displayed but there is no confirmation that the device did actually continuously run without activation. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the vulcan footswitch had an error of "foot switch stuck on". It is unknown when the event occurred relative to surgery. There was no delay and a back-up device was available. No further complications were reported.